Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a single ride-through power on reset (por). In addition, a single lead impedance alert for the left ventricular (lv) lead was observed two days following implant of the lv lead. The device was reprogrammed due to the por. The device and lv lead remain in use. No patient complications have been reported as a result of this event.